Manufacturer narrative:
(B)(4). Physio-control evaluated the device. Proper operation was confirmed during functional and performance testing. The reported issue was not duplicated. The device was subsequently returned to the customer. Physio reviewed the downloaded electronic patient record and the keylog data. It was determined that the cause of the reported issue was due to a use error. The device user had pressed the selector knob and the energy select up button which disarmed the defibrillator charge five different times during the reported event. There was no failure of the device.

Event description:
The customer reported that during a patient event, their device would not deliver a defibrillation shock to the patient. It was reported that the patient had suffered an unwitnessed cardiac arrest. The customer arrived on scene within 14 minutes of the initial 911 call and immediately connected their device to the patient via the defibrillation therapy electrodes. The defibrillation energy was charged almost immediately however, the customer indicated that when the shock button was pressed, the charge was disarmed. Approximately 2-3 minutes after the attempted defibrillation shock, the local fire department arrived and connected their AED to the patient. According to the reporter, the AED was able to deliver 5 successful shocks to the patient and the patient regained a pulse and was then transported to the local hospital for care. During the patient transport, the patient¿s condition deteriorated and the patient needed additional defibrillation shocks. The initial device, which had already been connected to the patient, was able to deliver additional defibrillation shocks. The patient was later pronounced deceased at the hospital. The patient was in her late 70's. The patient's specific age was not determined.